Manufacturer narrative:
Examination of the returned product confirmed the reported event. Visual examination confirmed the (B)(4) rod component and (B)(4) handle component are disassociated at the weld. A previous investigation has been conducted for this failure and the root cause of the occurrence was determined to be process related. No corrective action required, as a previous product enhancement has been implemented. In order to prevent failure at the weld between the rod and handle, the welding process at the supplier has been updated from a laser weld process to a tig weld process. The change went into effect at the supplier in june of 2009. The returned device was manufactured in april 2008, prior to the improvement. The item is heavily bent suggesting it was levered. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
The stem/sleeve extractor disassociated from the handle.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.